Event description:
It was reported that pump with malfunction code 13 experienced non-resettable malfunction with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.